Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. The force sensor error was found in the device history log. The device was tested via start-up and multiple flow and occlusion tests. The issue was not duplicated. After checking alarm history noticed a syringe was loaded onto the pump before start-up and pressure was applied to the sensor causing the false error during startup. The force calibration was in factory specification. This issue was customer induced via the customer's disturbance of the pump during its self-test process. This was determined by observing that the steady state reading of the forces sensor was significantly lower than the force sensor reading recorded in the event history log. During the pump's startup self -test.

Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump displayed a force sensor error. There was no patient involved.